Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel in the forearm. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, the balloon ruptured during the initial inflation. The device was removed without any problems, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.